Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provide.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, recurrence, and bleeding.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, bilateral salpingo-oophorectomy, and posterior colporrhaphy due to sui, symptomatic rectocele, menorrhagia, and pelvic relaxation.

Manufacturer narrative:
It was reported that the patient concurrently underwent total vaginal hysterectomy, bilateral salpingo-oophorectomy, posterior colporrhaphy, and cystoscopy.